Event description:
It was reported that the device was not pacing. The pocket was opened and the leads were checked. All the parameters were fine. The device was reconnected and put inside the pocket. Again, the device was not pacing. A new device was implanted and this one was explanted.